Event description:
Additional information was received that ap and lateral chest and neck x-rays were performed and radiology didn¿t see a fracture. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient's generator had reached end of service (eos) battery condition. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had high impedance on her device. The patient had been seizure free since 2015. There was no documented fall or trauma to the vns site. The patient was referred for surgery to correct the high impedance. No surgery has occurred to date.

Event description:
The patient had not had any seizures. No surgery has occurred to date.